Manufacturer narrative:
Batch review performed on 13 march 2020: lot 175914: (B)(4) items manufactured and released on 07-feb-2018. Expiration date: 2023-01-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Preliminary investigation performed by medacta r&d hip project manager: implant covered in biological fluids. From preliminary visual investigation it is not possible to determine an implant related failure root cause. Clinical evaluation performed by medacta medical affairs director: hip revision surgery performed 2 years after cementless total hip arthroplasty. No information concerning patient age, activity level and general health conditions is available. Radiographic images provided show the presence of radiologically loose stem. One hypothesis is that the stem didn't find initial stability or subsequent pathological conditions compromized stem osseointegration, also because the magnitude of the radiolucency is more resembling major osteolysis than aseptic loosening. On the basis of information received, no conclusion can be drawn, and the causes for osteolysis at such short term (if present at all) remain unknown.

Event description:
Amistem insitu became loose (no infection present) and was replaced 1 year and 11 months after primary. The surgery was completed successfully.